Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed that the right cylinder had a hole. All components were removed and replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis underwent a thorough analysis. The cylinders were visually and microscopically examined, and leak tested. Both cylinders had wear at folds on the cylinder bodies. The first cylinder had air between the inner and outer layers, resulting in bulging when inflated. The second cylinder had leaks from fatigue where the proximal cylinder body is bonded to the rear tip, broken fabric threads were present. The pump was visually and microscopically examined, and leak tested. No anomalies were found with the pump. The reservoir was visually and microscopically examined, and leak tested. No anomalies were found with the pump. Based on the information available and analysis results, the leak identified in the second cylinder could have caused or contributed to the reported clinical observation of hole in cylinder.

Event description:
It was reported that the patient visited the hospital because the inflatable penile prosthesis (ipp) did not perform as expected. The patient underwent surgery two weeks later and inspection revealed that the right cylinder had a hole. All components were removed and replaced. There were no patient complications.